Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating. A field service engineer had found the station failed and unable to recover, assisted information technology (it) to troubleshoot local network issues and static internet protocol settings, replaced the controller board and retractor band for main drawer 3, and reset all ip settings. The customer then recovered the station, which came back online and exited critical override. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stopped communicating after a reboot, and the remote smart service appeared offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.